Event description:
The patient stated that their doctor burned the bearings out of the pump because of the high volume of drug in the pump. The medication infused at that time was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), product type: catheter. (B)(4).